Event description:
It was reported that the insulin pump gave a lost sensor alarm. The caller then stated that the customer went to the hospital last night due to a low blood glucose of 20 mg/dl. Assisted the caller with the lost sensor alarm. Found that the ID number was not programmed. The customer had to go to school, and the caller was unable to troubleshoot further. The customer was feeling fine at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.